Event description:
Per the clinic, the patient developed an infected abscess (site of infection not confirmed). Subsequently, the patient was administered with oral and IV steroid (specific dates not reported) for a duration of 5 months; however, this did not alleviate the problem resulting in a decision to explant the device. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 10, 2024.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 10, 2024 was filed inadvertently. The correct date of awareness is june 27, 2024, not may 11, 2024 as previously reported. There was no steroid administration. Per the clinic, the patient was hospitalized overnight for over a week (specific date not reported) and the patient was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.